Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous unspecified vessel. After ablation was performed, a 20mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, on unspecified inflation and atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with implantation of a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).